Event description:
It was reported that as lvp 20d 3ss cv tubing was occluded and ballooning. It was reported that there was an occlusion in the IV tubing and ballooning was found inside the chamber. Verbatim: I would like to report an infusion event that occurred. ¿ date/time of event: (B)(6) 2020, time of event unknown (awaiting additional information from reporter). ¿ continuous albumin infusion alarmed ¿occlusion¿ related to a PICC clotting. When the nurse went to pull down the IV tubing, found ballooning inside the chamber. ¿ tubing, pcu and lvp saved.

Manufacturer narrative:
H.6. Investigation: one photo was received by the customer which verifies the customer complaint of an occlusion in the IV tubing and ballooning was found inside the chamber. One sample was returned by the customer. The set was primed and a flow run was conducted. No defects were identified, and the failure was unable to be replicated. A root cause could not be determined because the failure was unable to be replicated. A lot number could not be confirmed but device history record's were performed on potential lots. A device history record review for model 2426-0007 lot number 20067086 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 lot number 20057139 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 lot number 20045143 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 lot number 20045143 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 lot number 20045398 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20067086, medical device expiration date: 2023-06-29, device manufacture date: 2020-06-25. Medical device lot #: 20057139, medical device expiration date: 2023-05-29, device manufacture date: 2020-05-29. Medical device lot #: 20045143, medical device expiration date: 2023-04-01, device manufacture date: 2020-03-31. Medical device lot #: 20065313, medical device expiration date: 2023-06-02, device manufacture date: 2020-06-02. Medical device lot #: 20045398, medical device expiration date: 2023-04-03, device manufacture date: 2020-04-03. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d 3ss cv tubing was occluded and ballooning. The following information was provided by the initial reporter: material no.: unknown lot no.: unknown it was reported that there was an occlusion in the IV tubing and ballooning was found inside the chamber. Verbatim: I would like to report an infusion event that occurred. Date/time of event: (B)(6) 2020, time of event unknown (awaiting additional information from reporter). Continuous albumin infusion alarmed ¿occlusion¿ related to a PICC clotting. When the nurse went to pull down the IV tubing, found ballooning inside the chamber. Tubing, pcu and lvp saved.